Event description:
The heat pack split open upon activation and pushed the heated contents on the phlebotomist causing red areas. Hospital has had another event last week, but the instant pack was discarded. Rn states,"in activation of a instant hot pack cardinal health medium, the hot pack exploded on my clothes(chest area) and on my hands. Areas of reddened but did not burn." Manufacturer response for cardinal health instant hot pack medium, hot pack instant medium (per site reporter): no response at this time.